Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration ¿ yes/one of the essure coils was missing') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure and pap smear abnormal. Concurrent conditions included patellofemoral pain syndrome, irritable bowel syndrome, generalized anxiety disorder, irregular menstrual cycle, uterine bleeding, nabothian cyst, uterine tenderness, mrsa colonization and painful periods. Concomitant products included sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("pain- abdominal"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy ¿ other"), fatigue ("fatigue"), tooth disorder ("dental problems"), alopecia ("hair loss"), migraine ("migraine") and nervous system disorder ("neuro condition"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, hypersensitivity, fatigue, tooth disorder, alopecia, migraine, nervous system disorder, abdominal pain, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nervous system disorder, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: if no removal planned, select reason(s) ¿ unable to afford she had received treatment for pain,bleeding,other injury. Patient is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: migration. Smear cervix - on an unknown date: negative. Ultrasound pelvis - on an unknown date: the uterus measures 5.1 x 10 x 6.4 cm. The endometrial stripe thickness is 9.7 mm on transvaginal study. The uterus is anteverted. There are nabothian cysts within the cervical region. The ovaries appear unremarkable.. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion, migration of essure; on (B)(6) 2018: one of the essure coils was missing. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: genital bleeding, menorrhagia, dysmenorrhea, pelvic pain, migraine, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received: new events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety/ depression, reporter¿s information, patient¿s demographics, concomitant medications and conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration ¿ yes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), hypersensitivity ("allergy ¿ other"), fatigue ("fatigue"), tooth disorder ("dental problems"), alopecia ("hair loss"), migraine ("migraine"), nervous system disorder ("neuro condition") and abdominal pain ("pelvic/ abdominal"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, hypersensitivity, fatigue, tooth disorder, alopecia, migraine and nervous system disorder outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, migraine, nervous system disorder, pelvic pain and tooth disorder to be related to essure. The reporter commented: if no removal planned, select reason(s) ¿ unable to afford. She had received treatment for pain,bleeding,other injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received:case became incident. Event injury nos has been updated and events 'pelvic pain,abdominal pain, dysmenorrhea, general abnormal bleeding, allergy(other), migration, fatigue, dental problems, hair loss, migraine, neuro condition' were added. Patient date of birth added. Lab data added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.